Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, physician advanced the bypass tube into the sheath. Product would not advance. Ended up getting the device to connect and tried to deploy. Device handle dismantled and blue lock advancement tube would not pop down. Device did not deploy properly. Surgical cutdown required. All of the devices were removed and vessel repaired. Additional information received stated once the device finally clicked, the blue tube would not fall down during deployment. Once physician reached green, the handle twisted and "fell apart".

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an aaa procedure, an 18f manta was planned for closure in the right common femoral artery. A central positioned access was achieved via single stick. The IFU procedure requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Arteriotomy was 8.5mm, no calcification or tortuosity, with a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician applied forced against the resistance, was able to advance the bypass tube through the hemostatic valve, snapping the manta closure and manta sheath together. As the physician withdrew the manta closure while applying tension to green, the blue lock advancement tube did not emerge during deployment. Once the physician reached green, the manta handle twisted and dismantled. It is unknown if manta deployed. The physician chose to do a cut down, removed manta components, and repaired the vessel. Due to no device return for investigative purposes, insufficient information regarding initial and deployment procedures, a root cause for the device damaged during use cannot be determined. It is possibly from damage occurred to the device while the physician applied excessive forces attempting to insert the bypass tube into the hemostatic valve. As indicated in the IFU, step 3 of device insertion, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device; do not advance manta closure fully into sheath if significant resistance is felt, indicating that the anchor is meeting resistance in entering the vessel. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.